Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. It was decided to explant and replace this lead. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.